Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the main keypad buttons were stuck. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.